Event description:
Customer reported the insulin pump was set to vibrate and it was no longer vibrating. Customer does not know blood glucose level. Vibrate feature is on. Customer stated the battery was not low and did not recently install a new battery. Self test was performed and device did not vibrate during vibrate test. Customer was advised to discontinue use and revert to back up plan. No further information reported.

Manufacturer narrative:
The pump was received with no vibration due to a broken black wire on the vibrator motor. The pump also had minor scratches on the lcd window, and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.